Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The root cause was traced to be user mishanlding, the switch of the main board was found to be physically damaged. The power button and main board was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.